Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer had not yet been trained on the insulin pump and had accidently cleared all the settings prior to hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.